Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6).

Event description:
The initial reporter received questionable elecsys ca 19-9 results from one patient sample tested on the cobas e 411 analyzer (disk system). The initial result was 74.01 u/ml with a data flag. The first repeat result 18.16 u/ml. The second repeat result 1.86 u/ml. The third repeat result 1.61 u/ml. The initial and first repeat results were questioned.

Manufacturer narrative:
The customer ran one level of control on the day of the event and it was within range. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.